Event description:
The customer reported that the system appeared to be creating un-commanded x-ray. However further investigation by the fse determined that the image did not update and the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated all workstation pc boards, interconnections, and reseated all generator control/node pc boards and connectors. The cmos battery was also replaced during the service event. The system was tested and found to be working as intended and returned to service.